Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported prior to use the clinician found the dilator would not "click/lock" onto the sheath hub. They do not know if this caused a delay in treatment and no patient death or complications reported.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: complaint verification testing could not be performed because no sample was returned for analysis. A lidstock only was returned. A device history record review was performed and it did not reveal any manufacturing related issues. The probable cause of the dilator not locking could not be determined based upon the information provided and without a sample. No further action will be taken.